Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while it was in customer's pocket. Customer is unable to see anything on the touch screen due to the shattered touch screen. Customer's blood glucose was 179 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.